Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device after two days of use there was leakage at the q-syte. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: on june 22nd, connected with terumo infusion set and started to use. Hcp confirmed leakage from the q-syte on june 24th.

Manufacturer narrative:
Investigation: bd received a q-syte closed luer access unit from an unknown lot. A review of the device history record could not be performed as the lot was unknown. Our quality engineer visually inspected the returned unit and observed a tear on the slit of the top septum disk and column wall. There was no damage observed to the bottom septum disk. Next, a water leak test was performed on the unit and leakage was observed once the unit was placed into the actuated position. The unit appeared to leak through the tear in the column wall and out the vent hole. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined for the observed damage.

Event description:
It was reported that during use of the bd q-syte¿ luer access split-septum stand-alone device after two days of use there was leakage at the q-syte. Foreign complaint the following information was provided by the initial reporter, translated from japanese to english: on june 22nd, connected with terumo infusion set and started to use. Hcp confirmed leakage from the q-syte on june 24th.